Event description:
Pt had severe fibrocystic disease. In 1982 pt underwent subcutaneous mastectomy and placement of breast implants, which were of silicone gel type. She had problems with hematomas and developed intercapsular contractions. Over the past few months continued to have problems with very tender left nipple and subareolar area. Implants somewhat firm. On 10/27/93, pt had surgery to remove bil implants. Found bil ruptured silicone gel implants.